Manufacturer narrative:
(B)(4). The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # g9l78d. Expiration date: 09/2015. Manufacturing date: 10/2010.

Event description:
It was reported that during an unknown procedure, two devices malfunctioned. No other details of the event are known. No patient impact reported.